Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt model d single use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, water ingress behind the lens impacted visualization. The procedure was completed with another exalt model d single use duodenoscope. There were no patient complications reported as a result of this event.